Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. The malfunction did not occured during patient use. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the analog interface printed circuit board assembly (pcba) and inspiratory module printed circuit board assembly (psba). The unit passed extended self-testing.